Event description:
A customer reported an event of an odor emitting from the sterrad 100s sterilizer. Four healthcare workers (hcws) experienced reactions of severe headaches and red eyes. None of the hcws received any medical attention/treatment and the symptoms lasted only while exposed to the odor. All hcws are reported to be "fine." The unit was turned off and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the vaporizer plate was cleaned. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (december 2012 ¿ june 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿human reaction¿ (september 2012 ¿ august 2013) revealed the risk is considered broadly acceptable. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The customer self-resolved this issue through cleaning the vaporizer plate. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend. No further action is required; however, this issue will continue to be monitored.